Event description:
Information was received from a consumer regarding a patient receiving morphine (10 mg/ml at 9.988 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The patient's medical history included stage 4 cancer and pre-existing back and lower leg issues for which he was taking oral medications. He had rods in both lower legs. The back and lower legs issues were the reason for getting the pump. On (B)(6) 2016 it was reported that the patient had been taken off his oral meds and gradually he was in agony. He had been in agony for over a week. He was supposed to go to a cancer treatment but was in too much pain so didn't go last thursday ((B)(6) 2016). He had an appointment at 3 pm today ((B)(6) 2016) to see if they could figure out what was going on. He was in so much pain he couldn't figure out what date it was unless he looked at his phone. He was taking 300 mg/day of oxycontin and roxicodone orally before. The patient was told by his healthcare professional (hcp) that he "is receiving more relief to his brain then he has in his entire life". The patient used to be on methadone 110 mg and was able to get away from that. He had been on oral meds for a very long time until the hcp weaned him off of them. The patient felt like he was currently having withdrawal symptoms and wasn't eating anything. He lost 5 pounds last week and couldn't do anything. He was wondering if he might not be tolerating the morphine well. Every bone and muscle in his body, except the tip of his nose, hurt and his bowel and urine movement had changed. The patient was told by the hcp to wait for 6 months and see how the pump did, but the patient didn't feel that he could wait that long. He stated it would get it taken out if needed because it wasn't working for him. He was taking 80 mg of oxycontin twice a day and took a little extra and then went down to 40 mg on the oxycontin and then the roxicodone. He was on the roxicodone last week and was using them a little more. He stated that he couldn't wait 6 months for the therapeutic dose of the pump and might elect to have the pump removed instead. His primary care physician had originally recommended him to his pump managing hcp. Initially he liked the hcp, but now he wasn't sure. Additional information was received from a healthcare professional on (B)(6) 2016 and it was reported that the pump was refilled on (B)(6) 2016. The residual volume was noted at 5 ml and 5 ml was withdrawn. The pump as refilled with 10 mg/ml morphine and programmed to 10 mg/day. They planned to change the patient to dilaudid (2 mg/day) next week. Additional information was received from a consumer on (B)(6) 2016 and it was reported that the patient now had dilaudid in the pump, but he still had pain and was hurting. He couldn't exercise or take out the garbage without pain. Ibuprofen was given to the patient. He felt as though his doctor was not helping him and wanted physician listings. His current doctor was no longer filling his or oxycodone (30 mg 4x/day) and oxycontin (80mg 2x/day). On (B)(6) 2016 the patient further reported that the pump has not helped since implant. The patient stated that he was only getting very slight pain relief if any at all. The patient was on 80 mg of oxytocin 2x per day and 30 mg of roxycontin 3x per day. The patient said titrating off the oral pain meds increased his pain and the patient went through withdrawal from the oral medication. The patient stated one time the pump flipped and the patient had an x-ray and the physician flipped the pump back over. The patient went to a physician and they could not help him. The patient was told to go see a "shrink" the afternoon of the report. The patient stated that their healthcare provider said there was nothing more they could do to help the patient. The patient wanted the pump taken out but the physician would not take it out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.